Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was taken back to the operating room for right ventricle failure. The hospital visualized a clot within the pump and exchanged the pump. Signs and symptoms observed were bleeding, right ventricle failure and sepsis (fungal infection). The pt was withdrawn from support and expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.